Manufacturer narrative:
E1- initial reporter establishment name: (B)(6) hospital (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported noise image during inspection for use involving an olympus gastrointestinal videoscope. There was no report of patient involvement.